Manufacturer narrative:
This report was prepared by rep. Visual examination of photographs of the complaint device shows that the leg crack is consistent with overloading of the cosycot resulting in excessive weight being applied to the cosycot. The base is the non-elevator version ('fixed height base'). Discussions with hospital staff indicate that the complaint device may have been used to ferry goods from the old facility approximately 50 meters away to the refurbished l&d suite. A corrective action is under way to inform users of the maximum weight for the cosycot infant warmer and to inspect base legs of their cosycots as required. A replacement base and new labeling for the complaint device has been provided as part of this corrective action. This corrective action has been notified to the los angeles district office under the above reporting number (and via status reports to the district office dated june 7th, august 14th and sept 21st). Competant authorities of other relevant countries have also been informed. We consider this pcr (product complaint report) to be closed.

Event description:
Event date not known. Damaged cosycot infant warmer base (non elevator base). Broken left rear leg. Was discovered by fisher & paykel healthcare representative when performing field corrective action inspection. Nursing staff mentioned they were not aware, it was broken but were aware it had been leaning since shifting into a new building. No patient injury reported.